Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site and found the battery malfunctioning. When the fse disconnected the main power, the device would turn off. The customer needs to order a battery. Based on the information available and the testing conducted, the cause of the reported problem was the display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was evaluated and found that the battery is needed. The customer needs to obtain a battery. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site and found the battery malfunctioning. When the fse disconnected the main power, the device would turn off. The customer needs to order a battery. Based on the information available and the testing conducted, the cause of the reported problem was the display. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was evaluated and found that the battery is needed. The customer needs to obtain a battery. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device turns off as soon as disconnected from the mains. There was no patient involvement.